Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert prompting that less than 40 units in the cartridge. The customer's blood glucose (bg) level was 250 mg/dl during the reported event. The customer reported had insulin on board and would not need to address bg level. Tandem technical services confirmed that there were 39 units in the cartridge remaining. The customer acknowledged and stated that the cartridge appeared to deplete at an expected rate for the low insulin alert.